Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was protruding out at the corporotomy two years after implant. Patient states the device suddenly stopped working. All components were explanted and a new tactra device was explanted. Upon explant, no issues with the device were identified.